Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the retainer ring came off. The customer's blood glucose reading was unknown. The customer stated that she tried to get the ring back on but it kept coming off. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to missing retainer. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.